Event description:
It was reported, that a patient with a 27mm 8300ab valve. Underwent a valve-in-valve procedure, after an implant duration of six (6) years, two (2) months, due to unknown reasons. The tavr was performed with a 26mm, 9755rsl transcatheter valve. Patient was in recovery post procedure.

Manufacturer narrative:
The device was not returned to edwards for evaluation, as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress. Therefore, a conclusion has yet to be established. A supplemental report will be submitted, accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis. And if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Added information to b5, b7, h6.

Event description:
It was reported that a patient with a 27mm 8300ab valve underwent a valve-in-valve procedure after an implant duration of six (6) years, two (2) months, due to leaflets degeneration. The patient presented with shortness of breath and heart failure. The tavr was performed with a 26mm 9755rsl transcatheter valve. Patient was stable at the end of the procedure and was discharged on pod# 1.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including coronary artery disease (cad) and hyperlipidemia (hld).